Event description:
It was reported that the customer had physical damage on the reservoir compartment threading. Customer found a cracked piece while lying in bed. Customer's blood glucose level was 158 mg/dl. Customer stated that they woke up in bed with the pump like this. Customer also stated that it broke in half. Insulin pump will need to be replaced. Customer called back and decided to not agree to voluntary pump return for failure analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.